Event description:
It was reported that the lead was explanted due to high threshold readings, apparent lead fracture, and visual irregularities. The lead was returned and subsequently tested out of specification during the manufacturer's analysis. No patient complications were reported as a result of this event.